Event description:
It was reported the single use aspiration needle exhibited broke off. The issue occurred during a diagnostic bronchoscope endobronchial ultrasound. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation/inspection. Based on the results of the investigation, the broken needle was identified. It is likely the result of cause not established; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.